Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized due to fluid overload (fo). The patient requested a replacement liberty select cycler after alleging the device was not functioning properly. The patient¿s discharge summary was received on (B)(6) 2022, and indicated the patient presented to the emergency room (ER) on (B)(6) 2022 with worsening dyspnea (requiring supplemental oxygen at 2 liters), elevated troponin level, bilateral lower extremity edema, hypertension, and recent chest pain (not present during admission). The patient reported his personal liberty select cycler was not draining him correctly, which left him fluid overloaded. Additionally, the patient reported he was forced to manually remove fluid at the end of treatment due to the cyclers¿ poor performance. An assessment (specifics not provided) of the patient¿s pd catheter (not a fresenius product) confirmed its patency and proper placement. Once admitted, the patient underwent an electrocardiogram which was unremarkable, and a chest x-ray which revealed a possible infiltrate (treated as pneumonia with ceftriaxone and doxycycline), mild pulmonary edema, and a small left pleural effusion in the setting of fo. As such, the patient¿s nephrologist ordered four daily exchanges of 2.5% and 4.25% (alternating) dextrose-based dialysate to encourage additional fluid removal. The patient¿s troponin was elevated upon admission, however given its unchanged level, it further supports the patient¿s fo status. The ccpd therapy was successful in improving the patient¿s volume status, and the patient was weaned off the supplemental oxygen. The patient¿s hypertension on admission was controlled with the administration of intravenous (IV) labetalol and nifedipine, however it was discovered the patient had not taken his am medication prior to admission and was restarted the following morning with good success. A transthoracic echocardiogram was performed on (B)(6) 2022, which confirmed the presence of heart disease and a lowered ejection fraction of 50-55%. The patient¿s condition continued to improve utilizing the hospital¿s cycler and was discharged on (B)(6) 2022 in stable condition. Following discharge, the patient contacted fresenius for a replacement liberty select cycler as instructed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of hypertension, bilateral lower extremity edema, dyspnea, elevated troponin level and fluid overload and required hospitalization. The patient, the patient¿s pdrn, and nephrologist all attribute causality to the patient¿s allegedly deficient liberty select cycler. Fo is a well-known potential complication of the esrd process and can be attributed to a wide-range of causes (e.g., non-compliance, physiological changes, mechanical issues, health status changes). Additionally, patient related factors such as non-compliance are significant contributing factors, limiting the efficacy of rrt. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the allegation by the patient, the supporting evidence from the hospitalization, and a pending device evaluation; this clinical investigation cannot disassociate the device from the serious adverse events. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated treatment was performed on the cycler and the cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. Clamped the patient line during a drain phase and verified that an alarm or warning occurs. The treatment was completed with no problems or failures. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification and go/no go check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized due to fluid overload (fo). The patient requested a replacement liberty select cycler after alleging the device was not functioning properly. The patient¿s discharge summary was received on 5/apr/2022, and indicated the patient presented to the emergency room (ER) on (B)(6) 2022 with worsening dyspnea (requiring supplemental oxygen at 2 liters), elevated troponin level, bilateral lower extremity edema, hypertension, and recent chest pain (not present during admission). The patient reported his personal liberty select cycler was not draining him correctly, which left him fluid overloaded. Additionally, the patient reported he was forced to manually remove fluid at the end of treatment due to the cyclers¿ poor performance. An assessment (specifics not provided) of the patient¿s pd catheter (not a fresenius product) confirmed its patency and proper placement. Once admitted, the patient underwent an electrocardiogram which was unremarkable, and a chest x-ray which revealed a possible infiltrate (treated as pneumonia with ceftriaxone and doxycycline), mild pulmonary edema, and a small left pleural effusion in the setting of fo. As such, the patient¿s nephrologist ordered four daily exchanges of 2.5% and 4.25% (alternating) dextrose-based dialysate to encourage additional fluid removal. The patient¿s troponin was elevated upon admission, however given its unchanged level, it further supports the patient¿s fo status. The ccpd therapy was successful in improving the patient¿s volume status, and the patient was weaned off the supplemental oxygen. The patient¿s hypertension on admission was controlled with the administration of intravenous (IV) labetalol and nifedipine, however it was discovered the patient had not taken his am medication prior to admission and was restarted the following morning with good success. A transthoracic echocardiogram was performed on (B)(6) 2022, which confirmed the presence of heart disease and a lowered ejection fraction of 50-55%. The patient¿s condition continued to improve utilizing the hospital¿s cycler and was discharged on (B)(6) 2022 in stable condition. Following discharge, the patient contacted fresenius for a replacement liberty select cycler as instructed.